Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material found in the auxiliary water channel could not be identified. Moreover, the reprocessing steps at the material residue point did not deviate from the instruction manual and no physical damage was confirmed at the place where the foreign material remained. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: corrosion was detected on the plug unit, the scope cover had a scratch, the bending section cover/distal sheath glue was separated, the light guide rod lens was cracked two times, the charged coupled device had a grainy image, the angulations were out of specification, and the insulation distal end value resistance was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a scope communication error. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material clogging the water channel of the endoscope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.